Event description:
It was reported via post-market studies that on (B)(6) 2021 a 48-year-old patient underwent coil embolization using a pulserider t, 4mm, 10mm arch (213d/3049703310) to treat an unruptured aneurysm in the center of the basilar artery bifurcation (ba-top). The pulserider was deployed outside the cerebral aneurysm. The device was successfully implanted, and the coil mass was successfully maintained. Thrombus formation was observed in the stump of the pulserider during the procedure, and ozagrel sodium was administered. However, due to persistent residual thrombus, a percutaneous transluminal angioplasty (pta) was performed with a balloon. After the pta, a thrombus was observed again, which prompted a stent (neuroform, atlas) placement to be performed and as a result, the thrombus disappeared. The patient recovered on the same day with an nihss score of 0 points in total. The concomitant device used was a prowler select plus microcatheter. It is unknown if a continuous flush was done. The physician assessed this event as non-serious. A causal relationship between the device and the procedure cannot be denied. Additional information was received on 19-may-2022 indicated that the physician commented that the relationship between the adverse event and the procedure was not denied. It¿s unknown what was being done procedurally when the event occurred and obtaining additional information was difficult. It¿s unknown if the thrombus was flow limiting. The pulserider fully expand; deployment and placement were successful. It¿s unknown if there was good wall apposition between all areas of the stent and the vessel, but it was reported that deployment and placement were successful. There wasn¿t coil protrusion into the parent vessel since coil placement by the pulserider was successful. The thrombosis was resolved and after the procedure, nihss was 0. The patient¿s baseline mrs and nihss scores were 0 on (B)(6) 2021. The patient¿s mrs and nihss scores were 0 at the time of the event on (B)(6) 2021. Symptoms detailed in the event description were resolved on (B)(6) 2021. There were no residual symptoms. According to the physician's comment, a causal relationship with the device cannot be denied.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Patient information: (B)(6). Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: it was reported via post-market studies that on (B)(6) 2021 a 48-year-old patient underwent coil embolization using a pulserider t, 4mm, 10mm arch (213d/3049703310) to treat an unruptured aneurysm in the center of the basilar artery bifurcation (ba-top). The pulserider was deployed outside the cerebral aneurysm. The device was successfully implanted, and the coil mass was successfully maintained. Thrombus formation was observed in the stump of the pulserider during the procedure, and ozagrel sodium was administered. However, due to persistent residual thrombus, a percutaneous transluminal angioplasty (pta) was performed with a balloon. After the pta, a thrombus was observed again, which prompted a stent (neuroform, atlas) placement to be performed and as a result, the thrombus disappeared. The patient recovered on the same day with an nihss score of 0 points in total. The concomitant device used was a prowler select plus microcatheter. It is unknown if a continuous flush was done. The physician assessed this event as non-serious. A causal relationship between the device and the procedure cannot be denied. Additional information was received on 19-may-2022 indicated that the physician commented that the relationship between the adverse event and the procedure was not denied. It¿s unknown what was being done procedurally when the event occurred and obtaining additional information was difficult. It¿s unknown if the thrombus was flow limiting. The pulserider fully expand; deployment and placement were successful. It¿s unknown if there was good wall apposition between all areas of the stent and the vessel, but it was reported that deployment and placement were successful. There wasn¿t coil protrusion into the parent vessel since coil placement by the pulserider was successful. The thrombosis was resolved and after the procedure, nihss was 0. The patient¿s baseline mrs and nihss scores were 0 on (B)(6) 2021. The patient¿s mrs and nihss scores were 0 at the time of the event on (B)(6) 2021. Symptoms detailed in the event description were resolved on (B)(6) 2021. There were no residual symptoms. According to the physician's comment, a causal relationship with the device cannot be denied. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 3049703310 number, and no non-conformances related to the malfunction were identified. Thrombosis is a known potential complication associated with the use of the pulserider anrd and is listed in the instructions for use (IFU) as such. Even though the device performed as intended and no new patient consequences occurred related to the use of the device, the relationship of the pulserider anrd to the reported event cannot be excluded. In addition, the physician stated that a causal relationship between the device and the procedure cannot be denied. There is no report of a device malfunction or defect. With the information provided, the root cause of the event cannot be determined. However, there are clinical and procedural factors including vessel characteristics, device selection, and mechanical manipulation of devices that may have contributed to the event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.